Manufacturer narrative:
The integrated electrosurgical unit (iesu) generator was sent to and evaluated by the original equipment manufacturer (OEM). Initial failure analysis (fa) findings were confirmed and reproduced. The unit generated a c-34 error on start-up. Troubleshooting led to a malfunctioning high frequency (hf) generator printed circuit board (pcb) to be the cause of the failure and, once replaced, the error ceased. Additionally, the front frame bezel was found to be cracked and the bipolar socket #1 failed the instrument section test.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted diaphragmatic plication surgical procedure, the erbe generator had activation errors c-34 and c-00 while the customer was attempting to use the monopolar energy. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through a power cycle of the erbe with no change. The error immediately returned on power up. The procedure was completed with a third-party generator with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the procedure after ports were placed. The system turned on without any errors. System check was not performed. Isi technical support was contacted, and full troubleshooting was completed. A backup generator was connected to the vision tower. No patient injury was reported. Until a spare generator was obtained, the procedure was continued laparoscopically with no port incision or additional ports. After connecting the spare generator, the procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed, and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.